Event description:
It was reported that a 3.0 x 12 mm vision stent delivery system (sds) stuck on the guide wire and the sds and guide wire had to be removed as a single unit. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency. Date is estimated.